Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an early sensor expiration occurred. It was reported that the operating system for the smart device was not a supported system. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. Data was provided for evaluation. The reported early sensor expiration was confirmed via data. A root cause could not be determined. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.